Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received by baxter for evaluation. The reported condition of broken tubing at the junction of the luer lock was confirmed. Based on the evaluation, broken tubing near the base of the stem is due to excessive force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter (B)(4) received a report that an intermate leaked prior to patient connection. When baxter received the device for evaluation, tubing detached from the luer cap was observed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4)additional narrative:the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.